Event description:
During an in-clinic follow-up, the device was found to be pacing in magnet mode. The device was reprogrammed to resolve the event; however, the device was explanted due to the short time to the elective replacement indicator (eri). The patient was stable.